Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had short battery run time. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4. G1, g3, g6, h2, h11. After further investigation, it was identified that this complaint event is not reportable to us. Since it was user error, hence sending downgraded MDR. Please cancel mfg report number 2249723-2025-0000206 in your database.

Manufacturer narrative:
Update fields: b4, b5, e1 (initial reporter name, email, contact details), g1, g3, g6, h2, h11 a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a during use cardiosave intra-aortic balloon pump (iabp) had short battery run time. No patient harm or injury reported.